Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. At the beginning of treatment, blood was observed leaking into dialysate line. The machine alarmed and the blood leak was confirmed using test strips. Estimated blood loss was 100 cc. There were no patient ill effects. Sample is available.